Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that there were high impedances on a few contacts (8-15 lead) and stimulation was not helping in neck lead (peripheral placement). It was unknown if there were any environmental/external/patient factors, but the patient stated that several months ago the stimulation stopped working properly, but denied any trauma. His history of usage was low, going back 3 years. An impedance check showed 3 contacts were out of range (oor), but all were a little high (2-4000 ohms). The rep increased the voltage to 1.5 and there was only one oor. Stimulation was turned up to 3v, but this caused uncomfortable paresthesia, so the rep cancelled the testing. Because the rep did not end the session (the rep assumed), it did not save any data regarding impedance, so the rep could not state which 3 were oor originally. It was planned to revise the lead, but not scheduled as the hcp was getting a CT scan and emg to rule out other problems. The issue was not resolved at the time of the report. The patient outcome was alive with no injury. The indication for therapy was chronic low back pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.